Event description:
The pt's husband reported that the pump was unresponsive following a battery replacement.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board.